Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 generator was visually inspected, where no issues were found. The unit was installed onto a known good test fixture and did not power on. Further investigation found the power supply to be defective. The complaint was confirmed based on failure analysis. The root cause is attributed to a defective e-200 power supply.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. The generator would start to initialize but would not fully power on. The fse replaced the e-200 generator. The system was tested and verified as ready for use. The e-200 involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-200 generator kept powering off on its own. An intuitive surgical, inc. (Isi) technical support engineer (tse) found no errors in the logs. The generator had errors 69023 and 50021. The customer tried plugging the generator into another power outlet and issue remained. The generator powered off twice even before the case started and the customer will try to keep powering it on for the case. Tse did give them the option of using a valleylab generator instead and will look for the activation cable 371716. The procedure was completed with no reported injury. Isi contacted the initial reporter and obtained the following information: the generator was powered on prior to the beginning of the surgery. The patient came into the room and the isi representative noticed that it was not powered on. She powered the generator on. Then as the robot was docked it was noticed that the generator was not on. System functionality was checked upon powering on the system and the system powered on without errors. The generator would intermittently power off. Cycling the power would work to finish the 3-hour case. It would turn off ever 15-20 minutes. The customer stated they did not have a cord from the f10 generator to the vision console. This has been corrected for any time this issue arises. There was no injury to the patient. They were able to complete the procedure with the generator. The generator was replaced the next day. This was the first case with this robot and the generator did not work on the first case.